Manufacturer narrative:
The exact date of initial malfunction is unknown; however, it was discovered during sterile processing on (B)(6) 2015. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record: release to warehouse date: january 7, 2011. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that the wooden handle of a ratcheting handle came apart. The issue was discovered during sterile processing with no patient or surgical involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: the following four devices were received. It was reported that damaged parts were discovered at the sterile processing department. Ratcheting handle with quick coupling (part number 03.100.032, lot number 6529471). Stardrive screwdriver, t8 (part number 03.110.007, lot number 6366214). Small hexagonal screwdriver with holding sleeve (part number 314.02, lot number 314.020, lot number 2153). A 3.5mm/2.5mm double drill sleeve (part number 312.28, lot number 2001628). The complaint condition is confirmed as the ratcheting handle was received with the distal metal portion loose in the phenolic handle, the stardrive screwdriver was received with the end cap loose, the small hex screwdriver was received with the distal tip cracked and bent, and the drill sleeve was received with the distal teeth on the 2.5mm side slightly bent. It is most probable that the method of use and maintenance of the devices resulted in the complaint conditions. However, as the specific circumstances regarding the use, handling, and maintenance of the devices during their respective lifespans are unknown, a root cause cannot be definitely determined. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.